Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that an infusion of nitroglycerine delivered quicker than expected. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that an infusion of nitroglycerine delivered quicker than expected was not confirmed. A review of the error / alarm stack did not identify any system malfunction errors, only air in line, door, occlusion and callback alarms were recorded. However, as they are not date / time stamped it is not possible to determine any relationship to the reported issue. Visual inspection observed a worn cam follower which resulted in the cam follower gap check failing as the gap was less than the requirement. Functional testing was performed with no unexpected alarms recorded. The root cause was not identified.